Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator implanted: (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.